Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had his scs system due to pain in his back following implantation of the system back in (B)(6). The patient's physician indicated the penta lead was causing pain, likely due to the proximity to a nerve root, and determined that removal was the best course of action for this patient.